Event description:
The customer reported being hospitalized with low blood glucose of 24mg/dl. Troubleshooting was performed, and the drive support cap was loose. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Assisted the customer to run the displacement test and passed. Explained the customer that the insulin pump is working as designed, but the customer was not using the bolus wizard and she was not taking into consideration her active insulin time. The caller was confused at the time due to her low glucose and may have given herself too much insulin with the multiple boluses and not eating anything. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.